Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. Cause was not known. Blood glucose was 96 mg/dl. Tandem technical support assisted the customer with correcting the time.